Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of the bd insyte¿ autoguard¿ shielded IV catheter it was observed that the adaptor was broken and the silicon needle was damaged. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
Our quality engineer was unable to verify the reported complaint. Photos or samples are not available for analysis and because no objective evidence of this issue was found during the analysis of the device history record and quality notifications for the claimed lot, it was not possible to verify this complaint as being generated by manufacturing process. Based on the investigation results to date the root cause was not determinate for the defect described in this complaint.

Event description:
It was reported that during use of the bd insyte autoguard shielded IV catheter it was observed that the adaptor was broken and the silicon needle was damaged. There was no report of exposure, injury, or medical intervention.